Event description:
It was reported to boston scientific corporation that a nasosbiliary catheter with jagwire was used during a procedure performed in 2006 (patient gender, age, and weight are unknown). According to the complainant, the tip of the guidewire tore during the procedure. They were unable to do cannulation with a cannula(olympus; ercp cannula)at first. This device was then opened. When the guidewire was inserted into the cannula, it no resistance was felt. While the guidewire was searching for the target lesion(biliary), the tip of the guidewire(tungsten) was disengaged at approximately 1cm. The next day, when the physician examined the remaining tip under an x-ray, it had moved to the intestinal tract from the mammary papilla; a removal procedure wasn't performed. The cannula which was used during the procedure was a re-used product, and recommended size of the guidewire was 0.025inch. Also, the physician understood that the recommended cannula wasn't used with the guidewire for the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
One jagwire was received for investigation in a ziploc bag with product labeling for the nasobiliary tube; the nasobiliary tube was not returned for analysis. The coating was missing from the tip of the jagwire. A complete investigation could not be performed on the nasobiliary tube because it was not returned. The complaint was able to be confirmed. Visual inspection under microscope at 10x magnification revealed that the pebax coating was partially removed exposing the core wire in approximately 5mm at the distal tip. The flare to tip core length measured approximately 5.1 cm (specification 4.95cm 5.15cm). The exposed core wire was gently scraped with a razor blade and traces of adhesive were observed. Except at distal tip, the unit appears to be visually and dimensionally within manufacturing specifications. The flare to tip core length was found within manufacturing specifications which indicates that no fracture occurred at the core wire; only a segment of approximately 5mm of pebax is missing at distal tip. The presence of adhesive on the exposed core surface indicates that the pebax was glued to the core wire. The complaint description indicates that the physician understood that the recommended cannula wasn't used with the guidewire for the procedure. The instructions for use indicate that do not use with metal tip catheters. Withdrawing the guidewire through a metal tip catheter may damage surface of the guidewire. Although the cannula used during the procedure may have contributed to the reported incident, the investigation conducted could not establish a specific root cause for pebax detachment.